Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the user was unable to load a clip properly during a surgery. Therefore, the applier was replaced with another one to complete the procedure. No clip fell/remained in the patient, and no injury to the patient occurred. The applier was sent to our technical specialist, who confirmed the jaws were misaligned." There was no medical intervention required. The patient's current condition is reported as "fine".